Event description:
It was reported that sometimes post a dialysis catheter placement, the catheter was allegedly cut at the time of removal. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. Two electronic photos were provided for review. The first photo shows the product label containing the catalog number (6393230), lot number (regv2354) and expiry date (2024-05-31). The second photo shows the dialysis catheter segment. Blood was noted on the edges of the catheter. The investigation is inconclusive for the reported catheter split issue as no objective evidence was obtained from the provided photo. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometimes post a dialysis catheter placement procedure, the catheter allegedly had a cut at the time removal. There was no reported patient injury.